Event description:
It was reported that "on (B)(6) 2022, a phone call was received from the people's hospital of the autonomous region. The current situation was that the iab-s840c balloon remained in the body and could not be withdrawn. After the balloon could not be withdrawn normally, it was sent to the operating room for [removal]. The anatomical insertion site was the femoral artery. When the balloon was withdrawn, it was stuck in the iliac artery and had thrombus. Finally, the blood vessel was cut and taken out. The patient was discharged from hospital after recovery". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on july 19, 2022, a phone call was received from the (B)(6) hospital of the (B)(6). The current situation was that the iab-s840c balloon remained in the body and could not be withdrawn. After the balloon could not be withdrawn normally, it was sent to the operating room for [removal]. The anatomical insertion site was the femoral artery. When the balloon was withdrawn, it was stuck in the iliac artery and had thrombus. Finally, the blood vessel was cut and taken out. The patient was discharged from hospital after recovery". Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab removal difficulty is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored by teleflex for any developing trends. Additional information received on 26 aug 2022 stated that patient was male, 55kg, 48 years of age. Length of time the catheter was in use prior to event was reported as 2 days.